Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 3 days of data ((B)(6) 2020¿ (B)(6) 2021 per the timestamp). The log file captured several no external power and low voltage hazard alarms on (B)(6) 2021 from 2:01:57 to 3:19:04 due to temporary losses of power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The alarms resolved each time when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped to the customer on 25apr2016. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory/hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2021-00016. It was reported that the patient had been having intermittent low voltage advisories and external disconnect alarms. The patient received new battery clips, but the alarms persisted. The log file capture multiple power cable disconnects, many of which were associated with the black power cable. Technical services suggested cleaning the battery contacts and performing a calibration. There was suspected possible damage to the controller's black power cable, and a controller exchange was suggested. The log file also captured several no external power and low voltage hazard alarms on (B)(6) 2021 from 2:01:57 to 3:19:04 due to temporary losses of power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The alarms resolved each time when power to the mpu was restored. No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu is operational and will not be returned for evaluation. The account reported that it is unknown if the mpu has a v-lock connector on the ac power cord, and that there were not any environmental circumstances that would have affected ac power at the time of the event. The account also reported that it is unknown if the ac power cord came loose at the wall/outlet or at the back of the unit.